Event description:
It was reported that an unexpected pump reset occurred. Tandem technical support assisted customer with reloading the same cartridge. Customer's blood glucose was 136 mg/dl. Customer used pump therapy and manual injections for insulin therapy.